Event description:
A customer contacted beckman coulter inc. (Bec) stating that the volume conductivity scatter (vcs) module of the coulter lh 750 analyzer was failing during startup and that there was a leak of less than 5 ml of a clear liquid with no apparent blood near the flowcell. There was no reported impact to patient results. The operator was wearing gloves and lab coat at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. There was no change to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and found that the leak originating at port # 6 of the flowcell where the sample specific tubing had disconnected due to fatigue. The fse replaced the sample tubing, adjusted the ls offset and ran start up, latron, and controls. This resolved the issue. The root cause of the leak is attributed to sample specific tubing becoming disconnected from port # 6 of the flowcell due to fatigue. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).